Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 264 mg/dl. The customer stated they did not have any symptoms of high blood glucose. The customer had treated their blood glucose was 1.7 units of insulin. Troubleshooting found insulin was able to exit during a manual prime and there were no leaks present. It was also found the customer's insulin pump failed the high pressure test twice. The customer was advised their insulin pump needed to be replaced. Advised the customer to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.